Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. No autopsy was performed. The device was not explanted and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, respiratory failure, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that was admitted of (B)(6) 2023 with shortness of breath, fluid overload, hypervolemia, hyponatremia, low flow alarms due to progressive right ventricular dysfunction. The patient was put on empiric antibiotics of cefepime and daptomycin and was put on diuretics, tolvaptan, continuous veno-venous hemodialysis (cvvh). Recent blood and urine cultures showed no growth. The patient's right heart failure led to respiratory failure. The patient passed away due to progressive respiratory failure on (B)(6) 2023. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.